Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of display board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found the output connector was broken but the connection was possible.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the xenon light source image would be cut off when the electrical contact part or connector was moving. There was poor contact of the electrical contact part. The issue was found in preparation for use. The intended procedure was completed, but the customer did not provide information about the device used to complete the procedure. There were no reports of patient harm.